Event description:
It was reported that the patient had a rechargeable implantable neurostimulator (ins) and had three overdischarge events. It was noted that these occurred before device replacement in (B)(6) 2013. It was further reported that the patient had his ins replaced with a primary ins and was doing ¿really well¿ and had no issues.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3 9565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).